Event description:
It was reported that the filter was tilted, had migrated, and was perforating the inferior vena cava (ivc). On (B)(6) 2004, the patient was implanted with a greenfield filter. On (B)(6) 2019, the patient received an abdominal CT scan to evaluate filter placement. The ivc filter was observed moderately lower than the renal veins, with the proximal tip approximately 5 cm below the lower aspect of the left renal vein. There was 1 filter strut outside of the ivc, with the tip lying approximately 11-12 mm lateral to the lower right ivc wall. Additionally, there was a the ivc filter was somewhat tilted by about 30 degrees, relative to the long axes of the ivc. No further patient complications were reported.